Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was more than (B)(4) units of insulin in the cartridge. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.